Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: visual inspection revealed that the battery compartment was cracked near the top and below the bumper pad. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn/punctured. The audio bolus button responded appropriately to button presses despite the button cover damage. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The returned battery cap was able to be fully secured to the pump and was used to complete all testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).